Event description:
The following info was reported: balloon ruptured during prep.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear on the balloon, approximately 3.5mm from the balloon neck. A possible cause of the taper to taper tear on the balloon could have been rapid impulsive inflation. If pressure is applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode was a taper to taper tear. A review of the lhr (lot # f1418803) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the probable cause of the tear could not be conclusively determined.